Event description:
It was reported by voluntary mw report that the patient suffered "numerous [painful] shocks" due to the implanted lead and device. It was also reported patient suffered injuries as a result of the shocks. These injuries included biting of the tongue, heat at the left arm, syncope and falling. The patient was reportedly hospitalized multiple times due to the shocks. The report stated the patient has expired. Additional information provided by the hcp indicated the shocks referenced in the report were appropriate. There is no allegation from a health care professional that the patient's death was device-related. Additional information received from the hcp reported the cause of death as ventricular fibrillation, congestive heart failure, and severe cardiomyopathy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. It is not known if the device was explanted post-mortem. Other: it was reported by voluntary mw report that the patient suffered "numerous [painful] shocks" due to the implanted lead and device. It was also reported patient suffered injuries as a result of the shocks. These injuries included biting of the tongue, heat at the left arm, syncope and falling. The patient was reportedly hospitalized multiple times due to the shocks. The report stated the patient has expired. Additional information provided by the hcp indicated the shocks referenced in the report were appropriate. There is no allegation from a health care professional that the patient's death was device-related. Additional information received from the hcp reported the cause of death as ventricular fibrillation, congestive heart failure, and severe cardiomyopathy. No conclusion can be drawn. Heat, shock, inappropriate.